Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h11: investigation results: the complaint device was not returned. However, the documentation attached includes a picture where it can be observed the ligator housing with two bands overlap. For this reason, there is enough evidence to confirm the reported event of bands failure to deploy. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or were related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an endoscopic treatment of internal hemorrhoids procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands were entangled and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.